Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for creatinine plus ver.2 (crea) on an integra 800 analyzer. It was noted that controls were outside of range for a different test. The sample initially resulted as 1.5 mg/dl. The sample was repeated, resulting as 1.5 mg/dl. A value of 1.5 mg/dl was reported outside of the laboratory. The sample was repeated on a c501 analyzer, resulting as 24.5 mg/dl. The patient was not adversely affected. The crea reagent lot number was 138897. The reagent expiration date was asked for, but not provided. The customer found a water leak from the reagent probe. The reagent probe was replaced and controls passed.

Manufacturer narrative:
Investigations conclude that the event was most likely related to a maintenance issue. The reagent was determined to be functioning properly.